Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos from the customer for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. H3 other text : see h.10.

Event description:
It was reported during use the bd vacutainer® eclipse¿ blood collection needle had the hub separate from the device. The following information was provided by the initial reporter: the customer stated "the needle detach from the hub. Butterflies detached from the hub."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported during use the bd vacutainer® eclipse¿ blood collection needle had the hub separate from the device. The following information was provided by the initial reporter: the customer stated "the needle detach from the hub. Butterflies detached from the hub."